Event description:
It was reported while using bd bactec mgit 960 sire kit, an unspecified number of samples exhibited false resistance to isoniazid. Confirmatory testing was performed and no erroneous results were reported. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : material 245119 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Customer did not provide a batch number, photos or returns for this complaint investigation. Trending was done on the appropriate databases for kit mgit ast sire (material 245119) and no quality notifications have been identified for this material for performance in the last 12 months. The complaint history was reviewed for material 245119 and there are no complaint trends for performance in the last 12 months. Bd will continue to trend complaints for this issue. This complaint cannot be confirmed based on material trending.

Event description:
It was reported while using bd bactec mgit 960 sire kit, an unspecified number of samples exhibited false resistance to isoniazid. Confirmatory testing was performed and no erroneous results were reported. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.